Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit has error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of event: unknown - customer does not know when it incident happened. Through follow-ups, customer stated that they do not have patient's information. Customer requested for the manufacturer's field service engineer (fse) to sent the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to customer for replacement. Through follow-ups, customer received and replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. Unit is returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.